Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) that several days ago, had issues with "triggering" in ECG. The issues were ongoing over 2 days. Customer states that the patient pressure was low, and pressure trigger wasn't optional. Customer reported that the pump alarmed and stopped 5 times over the 2 days, but doesn't know the alarms. Customer had to press the "fill" key each time to continue pumping, eventually switched pumps and the issue was resolved. The balloon was a sensation plus 50cc that remains in the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - (site country), (type of investigation, investigation findings, investigation conclusion). Corrected fields: (version/model#, catalog#, UDI#), (health effect ¿ clinical codes, health effect ¿ impact codes). Device not accessible for testing: (4117/3233): at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made to obtain additional information. A supplemental report will be submitted if this information is provided to us. Additional information: contact person phone number:(B)(6).

Event description:
N/a.